Manufacturer narrative:
(B)(6). An evaluation was performed confirmed the customer complaint for the tip of the device fell off in the joint. A visual inspection showed the probe broken off. This was caused by excessive force applied to the tip. As stated in complaint the joint was narrow; therefore, the device was sometimes put against a bone with extra force. This force caused the tip to bend and snap off. No manufacturing related defects were observed. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During the arthroscopic manipulation for contracture of the shoulder, the tip of the device fell in the joint. According to the report from the surgeon the joint was narrow; therefore, the device was sometimes put against a bone with extra force. There was no patient injury or other complications reported.